Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, as the device was pulled back to place the locator wings on the anterior surface of the vessel wall, the device pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported device pulling out of the access site as the device was pulled back to place the locator wings on the anterior surface of the vessel wall was not confirmed. The starclose se device was returned fully clip deployed. Information revealed the physician completed clip deployment outside of the anatomy. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. A query of the electronic complaint handling database indicated there had been no similar device pulling out of the access site as the device was pulled back to place the locator wings on the anterior surface of the vessel wall incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.